Manufacturer narrative:
According to the device history record, the devices met specification prior to market release. 100% functional alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the manufacturing process. Rind separation force meets specification. Same reporter and event as the following manufacturer report number: 2183620-2012-00098.

Event description:
It was reported that during a tram-procedure, the vein everting and placement on the 2.0mm coupler was done correctly, the coupler closure was done correctly, the wing jaw assembly was compressed with a hemostat before releasing the anastomosis, and the anastomosis seemed "ok" after release from the anastomotic instrument. After release of the blood supply to the vein the two coupler rings separated from each other. The same procedure was repeated with another coupler with the same result. After this a hand sewn anastomosis was performed.